Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer has been receiving motor errors on and off since he received the pump. Customer is usually able to clear the alarm, rewind the pump, and continue using it. This time the customer was not able to get out of the rewind process. Customer might have received a motor position encoder error. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners, broken belt clip slot and a cracked reservoir tube lip.